Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer stated that the issue may be related to incorrect carbohydrate counting. The customer was adjusting the settings with their health care provider at the time of the call. The customer stated that they will call the help line for assistance at a later time.